Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer's centrifuge time may be too short and the centrifuge speed may be too high. In the analyzer alarm trace, noise alarms were present on all ises, sample short alarms were present, calibration errors were present, and ise concentration alarms were present.

Manufacturer narrative:
The field service engineer found there was a missing o-ring at the reference electrode location. He cleaned the entire ise block, sipper, vacuum nozzles, and reaction well. He ran calibration, a precision check, and comparison results between two ise modules all results were within specification. The customer ran qc within results in the acceptable limit. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect results from the cobas pro ise analytical unit. The samples were repeated on another analyzer as they were questioned after being reported outside the laboratory. Sample 1 initial sodium result was 138.9 mmol/l and the repeat result was 133.3 mmol/l; sample 2 initial sodium result was 140.4 mmol/l and the repeat results were 150.7 and 135.3 ;mmol/l. Sample 3 initial sodium result was 145.9 mmol/l and the repeat result was 140.7 mmol/l; sample 4 initial sodium result was 148.1 mmol/l and the repeat result was 141.1 mmol/l; sample 5 initial sodium result was 158.9 mmol/l and the repeat result was 149.6 mmol/l. The questionable results were reported outside of the laboratory but the customer could not determine which results were reported. All reported results were corrected. The electrode lot number was z57 with an expiration date of 10-may-2023.